Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. The infusion set filled with blood and insulin flow was blocked. Customer was sleeping at that time. Customer started vomiting and was taken to hospital. The blood glucose reading at the time of the event was 305 mg/dl. When she arrived at the hospital the blood glucose reading was 280 mg/dl. Hospital treated with insulin drip. Customer was hospitalized for two days. The current blood glucose reading is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.